Manufacturer narrative:
(B)(4). Event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported that while a patient was undergoing rirs, upper and middle calyx procedure the basket did not open during the procedure while in the patient. Two more baskets of the same lot number had the same issue. No further details were supplied as to how the procedure was completed. It was stated that the patient did not need any additional procedures due to this and there was no adverse event

Manufacturer narrative:
Evaluation - a review of the functional tests, complaint history, device history records, manufacturers instructions, quality control, specifications, and a visual inspection of the returned devices was conducted during the investigation. As reported, the baskets did not open basket did not open in vivo at the time of procedure then opened second and third basket still same problem continued for all three nos. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Three stone extractors were returned for investigation. The device was returned with the udh handle in the closed position and the basket formation was partially closed. A visual examination of the device noted the basket sheath was bent. There were several scratches down the basket sheath. The outer layer of clear sheathing has been stripped down in numerous places on the basket sheath. There were two kinks noted on the basket sheath. Under magnification, the clear shrink tub on the basket wires was found to be separated from the basket wires. Also, one of the basket wires was noted to be broken. However, the rest of the broken wire was not present with the returned device. The device was returned with the udh handle in the closed position and the basket formation in the partially open position. The support sheath and the basket sheath were found to be secure. A functional test was performed and the udh handle does not actuate the basket formation. A visual examination of the device noted the support sheath is bowed in appearance. There is a wave in the basket sheath and damage noted to the basket formation. The wires in the basket formation are found to be secured and intact. The outer layer of clear sheathing has been stripped down in a couple of places on the basket sheath. The device was returned in the packaging tray. The device was returned with the udh handle in the closed position and the basket formation in the closed position. The pin vise knob is secure and tight. The support sheath and the basket sheath were found to be secure. A functional test was performed and the udh handle does not actuate the basket formation, tension is noted in the handle. A visual examination of the device noted there is a wave in the basket sheath. The basket sheath is smashed. The tip of the basket formation was noted to have damage at the tip. The basket wires in the basket formation are intact. A review of the device history record was reviewed and no non-conformances were noted for the reported lot number. Based on the provided information a definitive root cause cannot be established or reported at this time. Measures have been previously initiated to address this issue. We will continue to monitor for similar complaints.